Event description:
Additional information received reported that the patient felt like their implantable neurostimulator (ins) was being rejected by their body. The patient also felt that the ins was ¿crushing¿ their spine and was told that they had an autoimmune disease and that they should not have been a candidate for the device. The patient contacted their healthcare professional¿s (hcp) office and requested their medical records. If additional information is received, a follow-up report will be sent.

Event description:
Additional review indicates information reported previously in MFR # 3004209178-2012-02960 pertains to manufacturer¿s report # 30042 09178-2011-06131.

Event description:
Additional information was reported that the event was caused by lead migration. On (B)(6) 2011, there was surgical intervention and the lead was replaced which resulted in excellent paresthesia coverage. On (B)(6) 2011 an x-ray showed both leads in satisfactory condition and position. On (B)(6) 2012, there was reprogramming wherein the telemetry demonstrated satisfactory impedance and the device was being used 99% of the time. It was also reported that hospitalization was not required and the patient recovered without sequelae.

Event description:
It was reported that after implant, one of the leads slipped and wrapped around the stimulator and "burned" the patient for 10 weeks. The patient had a pocket revision. After the wound healed, the stimulator "popped out." The patient had been attempting to wean off narcotics, but when she started, she began to feel the stimulator and leads. The patient's nurse practitioner suspected the patient was rejecting the device. Additional information was requested.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 3777-75 lot# serial# (B)(4), implanted: 2011 (B)(6), product type lead product ID 37743 lot# serial# (B)(4), product type programmer, patient product ID 37752 lot# serial# (B)(4), product type recharger product ID 3777-75 lot# serial# (B)(4), implanted: 2011 (B)(6), product type lead product ID 3777-75 lot# serial# (B)(4), implanted: 2011 (B)(6), product type lead product ID 3777-75 lot# serial# (B)(4), implanted: 2011 (B)(6), product type lead (B)(4).

Manufacturer narrative:
Lead model 3777-75, serial# (B)(4), implanted: 2011 (B)(6), explanted: na. Lead model 3777-75, serial# (B)(4), implanted: 2011 (B)(6), explanted: na. Recharger model 37752, serial# (B)(4). Programmer model 37743, serial# (B)(4). (B)(4).